Event description:
The customer reported that the system would suddenly lose image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the temperature sensor for the x-ray tube and recommended further work be done. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.